Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead was experiencing stimulation. Moreover, the lv lead was programmed off. Boston scientific technical services (ts) confirmed with the field representative that the lead was programmed to high output. Patient will be seen to evaluate other lv lead vectors for pacing. This lead remains in service. No adverse patient effects were reported.